Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump unexpectedly shutdown. Additionally, it was reported that the battery gauge was incorrectly displayed and the customer experienced difficultly pressing the wake button. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.